Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
(B)(4): additional information obtained from device history records. The manufacturing documents were reviewed and no complaint related issues were found. Investigation is on-going. (B)(4): placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. All features that could be measured met specifications. Based on the topography of the fracture surfaces we assume that the guide wires broke during the insertion and had to absorb and neutralize forces that may have been greater than the tolerable load. A failure resulting from either a material defect or the manufacturing process of the wires can be excluded. Device is an instrument and is not single use.

Event description:
A device report from (B)(6) indicated a surgeon in (B)(6) reported. Patient experienced fracture of the olecranon. During the procedure, surgeon was inserting guide wire with threaded tip and the threaded tip broke off inside the anterior cortical bone. Surgeon tried a second guide wire with threaded tip, and it also broke off inside the cortical bone. Surgeon was able to drill out one tip, however, the second tip remains in the patients bone. Surgeon then selected kirschner wires and completed the procedure. This is 1 of 2 reports for this event.